Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: a, d, e. All available UDI information is being provided per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient states his purewick isn't suction at all. Rep did a t/s with the new kit and the water suctioned out successfully. Used with male wicks. No additional information provided.\ troubleshooting resolved the issue. (Prepping and placement tips shared).

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed and found to be adequate. A DHR could not be performed since no lot number was provided. All available UDI information is being provided per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient states his purewick isn't suction at all. Rep did a t/s with the new kit and the water suctioned out successfully. Used with male wicks. No additional information provided. Troubleshooting resolved the issue. (Prepping and placement tips shared).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient states his purewick isn't suction at all. Rep did a t/s with the new kit and the water suctioned out successfully. Used with male wicks. No additional information provided. Troubleshooting resolved the issue. (Prepping and placement tips shared).